Manufacturer narrative:
Unknown how / when the package became compromised.

Event description:
It was reported that at 99,194 joules while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be end-firing. The fiber was replaced and the procedure completed using a second fiber (116,273 joules). Patient outcome: "no injury".